Manufacturer narrative:
Device alarms with disconnection on ventilator side. Wrong positve alarm "disconnection" due to defective servo module (inspiratory valve). Servo module will be replaced.

Event description:
Hamilton medical ag received the following incident description: ventilator kept getting ventilator disconnect errors.

Event description:
Hamilton medical ag received the following incident description: ventilator kept getting ventilator disconnect errors.

Manufacturer narrative:
Device alarms with disconnection on ventilator side. Wrong positve alarm "disconnection" due to defective servo module (inspiratory valve). Servo module will be replaced. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation of a patient, the device repeatedly displayed disconnection alarms on the ventilator side. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. Functional testing and diagnostics were initiated when the affected device was checked after the event. A leaky safety valve block was initially identified and replaced by the biomed, but this component was not considered relevant to the reported issue. Log files were not provided for review. The root cause of the event was determined to be a defective servo module. After replacing the servo module, the ventilator passed all calibrations and test procedures and was found to be functional and was released for use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.